Event description:
During index procedure, four in.pact admiral paclitaxel eluting pta balloon catheters were used to treat the left sfa to popliteal. Seven days later, two in.pact admiral paclitaxel eluting pta balloon catheter were used to treat the right sfa to popliteal. Approximately 12 months post index procedure stenosis of the right sfa and popliteal (99%) was reported. Investigator indicated that the event was possibly related to the study device and procedure. A drug-eluting balloon was used as treatment. Outcome is resolved.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (restenosis of the dilated artery). Evaluation conclusion: known inherent risk of procedure (restenosis of the dilated artery).